Event description:
It was reported that bd autoshield¿ duo safety pen needle had a safety shield failure. This was discovered during use. The following information was provided by the initial reporter: material no: 329515 batch no: 8347602. It was reported that the insulin pen needle got stuck in insulin pen after removal of needle and the orange plastic shield did not retract over needle after giving injection.

Manufacturer narrative:
H.6. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for separates & the 2nd related complaint for difficult/unable to operate on lot # 8347602. Investigation summary: customer returned (1) sealed 5mm, 30g autoshield duo sample from lot # 8347602. Customer states that the insulin pen needle got stuck in insulin pen after removal of needle and the orange plastic shield did not retract over needle after giving injection. The returned sample was tested and was able to properly activate and be removed from the pen without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd autoshield¿ duo safety pen needle had a safety shield failure. This was discovered during use. The following information was provided by the initial reporter: material no: 329515, batch no: 8347602. It was reported that the insulin pen needle got stuck in insulin pen after removal of needle and the orange plastic shield did not retract over needle after giving injection.